Event description:
Boston scientific received information that the patient remained in the hospital after the pacemaker system was implanted. Loss of capture (loc) was observed on a non-bsc right ventricular (rv) lead. The patient's heart rate decreased to 30bpm. The device was interrogated and the rv threshold measurement was 4.5v at 0.4ms. Output had been programmed at 3.5v, so there was intermittent capture. The output was increased to 6.5v at 1.0ms, and capture was restored. The pacing impedance was noted to have decreased from 640 to 460 ohms. The patient had not complained of any symptoms, falls, or long pauses as a result of the loss of capture. During an interrogation a few days later, the rv threshold measurement had increased to 5.5v at 0.4ms, giving only a 1.0v safety margin. A revision procedure was performed and a new single chamber pacemaker system was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.